Event description:
Per the clinic, the device was explanted on (B)(6), 2014 for unknown reasons; during the same procedure the patient was reimplanted with a new device. Additional information has been requested but has not been made available as of the date of this report, (B)(6), 2014.

Manufacturer narrative:
This report is filed november 13th, 2014.

Manufacturer narrative:
(B)(4).